Event description:
Patient reports that she and her son had a difficult time opening the cartridges for her cadd ms3, patient was concerned that her cartridges would not work. Sending out replacement supply. Patient was unable to provide lot number. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No. Did we replace device? Sending new cartridges; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.